Event description:
New information received notes that the lead was capped on 1/24/2019. The patient was unremarkable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had oversensing due to noise on both the sensing and discrimination channels. No therapies were delivered. The patient was stable.